Event description:
It was reported that oasys vitallium rod initially implanted for cervical kyphosis broke. The initial procedure was a cervical osteotomy and posterior cervical fusion but patient had pseudoarthrosis requiring revision surgery.

Manufacturer narrative:
Method: complaint history review; results: the reporter stated that pseudoarthrosis was the cause of the breakage of the rod making the cause patient disease. Conclusion: the returned oasys vitallium rod was confirmed by the stryker rep to be fractured. There was no manufacturing information because of no lot number or parts provided. The event caused a revision surgery, which is within the predicted severity.

Event description:
It was reported that oasys vitallium rod initially implanted for cervical kyphosis broke. The initial procedure was a cervical osteotomy and posterior cervical fusion but patient had pseudoarthrosis requiring revision surgery.